Manufacturer narrative:
The software was upgraded, and the unit was returned to service. No report of patient involvement.

Event description:
A gehc service representative performed a checkout of the equipment and discovered an error that indicates a loss of mechanical ventilation on the logs. There was no report of patient involvement.